Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgeon manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the usm, and failure analysis confirmed and replicated the reported issue. The unit was tested on an in-house system in normal mode without triggering any errors. The unit was tested on a patient side cart fixture test platform (pftp) where it failed the fan test. There was no contamination on the usm. The log confirmed error 32098 related to a temperature issue. The complaint was confirmed based on the field evaluation and the failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the repeated recoverable errors occurred on arm 1. The procedure was converted to another patient side cart (psc) with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: universal surgical manipulator (usm) #1 and #2 were separated because they were colliding with each other. The system was power cycled. Technical support engineer (tse) suggested disabling the usm; however, the customer used another psc to complete the procedure.